Manufacturer narrative:
Concomitant medical products: rvdr01, ipg implanted: (B)(6) 2015, product analysis: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited short v-v intervals. When the physician pushed on the patient's pocket it created oversensing and subsequently asystole. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.